Event description:
A customer reported to baxter corporate product surveillance a clearlink duo-vent continu-flo solution set in which the set was causing air in line alarms. According to the report, the facility recently converted from non-baxter calibrated sigma infusion pumps to baxter calibrated sigma infusion pumps. The facility has experienced a substantial increase in air in line alarms since the change. A nurse reported that twenty-two alarms occurred in one hour on a patient in isolation. The reporter indicated that baxter will be performing an in-service to help with this issue. The alleged defect occurred during patient use. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional relevant information becomes available, a follow-up report will be submitted. A batch review could not be completed as the lot number was not provided by the customer.